Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site. The physician believes that the sensation is due to nerve damage since it occurs with the device both on and off. The physician prescribed a lidoderm patch for the patient to place over the pocket site, but the patient has continued to have the shocking sensation.